Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator (B)(6) 2009; 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the device malfunctioned and patient received multiple shocks and went to the emergency room. During the check "everything was fine." While in the hospital parking lot, the device started shocking again. The technician then turned off the lead and told the patient that the insulation "came off" which caused the shocking. Since that time, the patient has been hearing an alarm go off for more than a month. Follow up was performed but was not able to gain any additional information. The device and lead remain implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead had a possible fracture. The patient was lost to follow up for approximately 2.5 years, when the lead was noted to have an impedance warning for high pacing impedance. The svc coil was noted to have any had high impedance instances but was in normal ranges at interrogation.